Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered correction bolus of insulin to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."